Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a revision planned for (B)(6) 2014. The patient was experiencing pocket discomfort and felt the pump moving around/sliding down in the pocket. The patient also had pain at the pump pocket and wanted to have the pump moved to the other side of their abdominal. The catheter was revised on (B)(6) 2014 to accommodate the pump repositioning to the opposite abdomen. A catheter was added to the patient's pre-existing intrathecal catheter. The pump required reprogramming as a result of the event. The pump was used to infuse morphine. If additional information is received, a follow-up report will be sent.

Event description:
The patient was scheduled to have a new pump implanted because her current pump "dropped way low because there wasn't a pocket made" during the first implant surgery. The patient was told that the implanting provider did not make a pocket for the pump and the surgery only took 20 minutes. The pump dropping started about a month after implant and about 2 months ago ¿dropped completely¿ which was painful. It was later reported that they have to remove the pump because a pocket was not made and it has fallen down in the groin area. The patient was wondering if the pump was now malfunctioning.